Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, blood leaks onto the inner wall of the holder and some of the cannula are bent on an unspecified number of units. Samples were recollected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, blood leaks onto the inner wall of the holder and some of the cannula are bent on an unspecified number of units. Samples were recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 06-mar-2025 h3. Device eval by manufacturer- yes investigation summary - bd received three samples for investigation. These returned samples were used to draw six tubes each, and no leakage was observed. Additionally, they were visually examined for bent cannula, and no defects were discovered. For the retained samples, ten were used to draw six tubes each, and an additional ten were visually examined for bent cannula with no defects found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: bent and leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.